Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient called an ambulance after receiving inappropriate therapy. Oversensing was observed. Dislodgement was found via x-ray. Lead was explanted and replaced when repositioning was unsuccessful.